Event description:
It was reported that the x8-2t transducer had a crack in the sheath. This was associated with an epiq cvx ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.